Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d4. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they replaced the ECG cable due to testing revealing the signal was unstable. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, g1, g3, g6. H2, h6, h11. Corrected fields: d4(serial number).

Manufacturer narrative:
Due to character limitation, below field are added from e1: event site address: (B)(6). Event site name: (B)(6) hospital. Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had unstable ECG signal. There was no patient harm.